Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/24/2017 with the following findings:the black box shows the user was manually switching between basal program 1 and basal program 3 until the end of pump use. On (B)(6) 2017 at 20:51 the basal program was manually switched to basal program 1 from program 3. A temp basal program was run on (B)(6) 2017 23:10 until (B)(6) 2017 00:46. On (B)(6) 2017 13:12 an auto off alarm was recorded; deliveries never resumed.. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No hypersensitive or stuck keys were observed on keypad. No delivery interruptions or alarms occurred during the investigation. Unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of ranging from 270 mg/dl to 400 mg/dl with abdominal pain, nausea, and drowsiness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was noted that the basal history did not match active basal program. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.